Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after three hours of treatment with an ak 96 machine, the patient presented with discomfort, sweating and spasm of the lower limbs. The patient's blood pressure dropped from 90/77mmhg at start of treatment to 61/45 mmhg. Ultrafiltration was stopped and 100ml of saline solution (0.9% sodium chloride) was administered. The patient was weighed and found to have lost more than the set 1.6l. No additional information is available.

Manufacturer narrative:
H10: the device was evaluated on site by a hospital engineer. Visual inspection observed that the suction pump failed and it was replaced it. The machine was returned to use without any other problem. The reported condition was verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.